Manufacturer narrative:
H10: a used sample was returned for investigation. There was no visual damage or anomalies observed with the returned device. The device was pressure leak tested and was found to met pressure leak expectation. The lot reviews were performed with no issues noted.

Manufacturer narrative:
The device has been received and pending investigation.

Event description:
The customer reported that diana cassette experienced a leak of fluorouracil. There was no information about patient involvement, adverse even or medical intervention. The event occurred on an unknown date.